Manufacturer narrative:
Evaluation summary: for this unspecified handpiece, the serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. No further information related to the reusable irrigation/aspiration (I/a) tip was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed.

Event description:
Additional information provided indicated that the cleaning instructions included in the latest version of the directions for use were included in the hospital's procedure. Their internal investigation had led to another hypothesis of airstreams of oxygen flow underneath the drape, but they were unable to determine if that was the definitive cause.

Manufacturer narrative:
Evaluation summary: the phaco handpiece directions for use (dfu) recommend the phaco handpiece be flushed with 120cc of sterile deionized water through both irrigation and aspiration paths. Using the same syringe both ports are to be flushed with 60cc of air. The dfu does not recommend using 70 percent alcohol with lavender oil. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the (B)(4) of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The consoles are closed systems. The consoles are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the handpiece caused or contributed to this reported event of endophthalmitis. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, it was noted that the customer was flushing the handpiece with 70 percent alcohol with lavender oil, which is not recommended in the dfu. However, what caused this event of endophthalmitis specifically cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient experienced endophthalmitis after surgery. Additional information has been requested but not received to date.